Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection testing. Visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. Deflection testing was performed, in accordance with bwi procedures. The deflection mechanism pass the test, the curve met the specification. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab identified reddish material inside the pebax and a hole on it leaving internal components exposed. During the procedure, the f-deflection broke during ablation. No patient consequences were reported. No further information was provided regarding the procedural details and the resolution of the reported issue. The deflection issue is not MDR-reportable. The hole in the pebax and exposed internal parts are MDR-reportable.